Event description:
Philips received a complaint on the v60 ventilator indicating that the device was displaying error code 110b (proximal pressure sensor auto zero failed). The device was reported to be outside of clinical use at the time of the reported problem. No patient harm reported. The customer biomed reported to the remote service engineer (rse) that the unit was displaying error code 110b. The proximal pressure was not being measured and the pressure related alarms were compromised as a result. The rse advised the customer to verify the pin alignment between solenoids and the da pcba. If this does not resolve the issue, the next troubleshooting step provided was to replace the proximal auto-zero solenoids 3 and 4, and then replace the da pcba. The customer was informed that the 4 gas delivery system solenoids have the same part number. This investigation is ongoing.

Manufacturer narrative:
The customer stated in a gfe response that they received the solenoid and replaced it. The ventilator was run for half an hour with no message appearing on the device. Both solenoid 3 and solenoid 4 were replaced, which resolved the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.